Event description:
It was initially reported that the pt was having "erosion" on her chest from the leads and was scheduled for device removal. It was later indicated that the pt was experiencing an infection and would be on antibiotics for two weeks following explant. It was expected to have her device replaced at that time. Later, the pt was confirmed to have had (B) (6), but no known cause was indicated. There is now no known date of device re-implant. The pt was said to have this infection since implant and it was difficult to get rid of. The device was confirmed to have been sterilized prior to distribution. No further details were made available on the issue.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.